Manufacturer narrative:
Date sent to the FDA: 1/27/2022.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted adhesions were seen between the previously placed mesh, omentum and small bowel. There was an area of dense adhesions between the small bowel and the mesh which was taken down carefully taking care not to injure the bowel. The mesh in this area was freed of the surrounding tissue, was amputated and removed. Further exam showed small bowel adhered to the anterior abdominal wall in the left lower quadrant, making a small enterocutaneous fistula. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.